Event description:
It was reported that the patient had an infection and the device was explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).